Event description:
It was reported that the right tilt button was depressed and the button was broken and once pressed moved all the way to a complete and full tilt. There was no injury or adverse event reported.

Manufacturer narrative:
It was reported that the right tilt button was depressed and the button was broken and the table allegedly moved all the way to a complete and full tilt. The investigation found that the table was found to be conforming, however the hand pendant used had a damaged button and it was determined to be causing the complaint. The customer was recommended to replace the damaged hand pendant and check for damages to the equipment prior to usage. The complaint was resolved after the hand pendant was replaced.

Event description:
It was reported that the right tilt button was depressed and the button was broken and once pressed moved all the way to a complete and full tilt. There was no injury or adverse event reported.

Manufacturer narrative:
It was reported that the right tilt button was depressed and the button was broken and the table allegedly moved all the way to a complete and full tilt. The investigation is ongoing and additional information regarding root cause will be sent in a supplemental report once the evaluation has been completed.